Event description:
It was reported that a spectrum pump shut down during an infusion of levophed. The customer reported there was a change in pt blood pressure, however the customer stated this was not substantial enough to need medical intervention of cause a serious injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. It the device is identified and returned, an eval will be completed and a supplemental report will be submitted.